Event description:
Alleged when raising the head section it tries to go up but then runs back down.

Manufacturer narrative:
The facility found a function switch stuck in the right siderail. Repairs have not been completed.